Event description:
In 2018, after treatment for breast cancer, I had silicone implants used in reconstructive surgery. In 2022, noticed skin on breasts red and irritated whenever my body was warm. Both dermatologist and cosmetic surgeon did not think it was of any concern. This still occurs regularly, and the redness has increased in size. In (B)(6) 2024 my hand joints suddenly started swelling and aching each night. I tested positive for rheumatoid factor on (B)(6) 2024, after a prior rf test was negative on (B)(6), 2016 (before implants). I now suffer daily from pain and swelling in toes and fingers with days of extreme fatigue. My implants will be surgically removed on (B)(6)2024 in hopes of decreasing symptoms of rheumatoid arthritis. Ref report: mw5161989.